Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and boston scientific's obtryx mesh was implanted. On (B)(6) 2009, the pt was implanted with mesh. The pt experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The initial medwatch was sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.